Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a vessel of the right leg. A 5.0 x 200 135cm mustang¿ balloon catheter was advanced for dilatation and inflated at 10 atmospheres. When the physician deflated the balloon, it would not deflate all the way. The physician was able to remove the device despite experiencing difficulty and the procedure was completed with a non-bsc drug coated balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was returned unfolded and fully deflated. A visual and microscopic examination was performed on the returned device. The returned device was attached to an encore inflation unit filled with glycerol/h20 solution and positive pressure was applied. The balloon was successfully inflated to its rate of burst pressure without any issues noted. The investigator then applied a vacuum and the balloon deflated within specification. This was repeated 3 times with no deflation issues noted. No issues were identified with balloon inflation or deflation that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in a vessel of the right leg. A 5.0 x 200 135cm mustang balloon catheter was advanced for dilatation and inflated at 10 atmospheres. When the physician deflated the balloon, it would not deflate all the way. The physician was able to remove the device despite experiencing difficulty and the procedure was completed with a non-bsc drug coated balloon catheter. No patient complications were reported and the patient's status was fine.